Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine displayed intermittently a 'blood leak not cal' message, after the machine had been off. The bmt had swapped the blood leak detector, actuator-test board and cable, sensor board and cable, function board and eeprom, distribution board and mother board. The blood leak had been calibrated. The bmt was advised to swap hydraulics to see if its a card cage or hydraulics issue. Upon follow-up, the bmt stated that the blood leak module was bad and they were using an old one thinking it was a new one. When the bmt replaced it for a new one, they noted thermal damage on the cable. No parts were returned for evaluation. No photos were available. The part and lot numbers of the replaced component could not be provided at the time of the call. It was confirmed that there was no patient involvement, harm, or adverse events associated with the reported issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine displayed intermittently a 'blood leak not cal' message, after the machine had been off. The bmt had swapped the blood leak detector, actuator-test board and cable, sensor board and cable, function board and eeprom, distribution board and mother board. The blood leak had been calibrated. The bmt was advised to swap hydraulics to see if its a card cage or hydraulics issue. Upon follow-up, the bmt stated that the blood leak module was bad and they were using an old one thinking it was a new one. When the bmt replaced it for a new one, they noted thermal damage on the cable. No parts were returned for evaluation. No photos were available. The part and lot numbers of the replaced component could not be provided at the time of the call. It was confirmed that there was no patient involvement, harm, or adverse events associated with the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.